Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went emergency room due to high blood glucose on unknown date. Customer¿s blood glucose was unknown in the hospital. Customer stated that there was no air bubble or leak. Insulin exited with quick release. The insulin pump will not be returned for analysis.